Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the air/water cylinder, tube, and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed white foreign material was observed within the air/water cylinder/tube, and nozzle which was identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channel even following reprocessing performed in accordance with the IFU; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.